Event description:
It was reported that during use in a wisdom tooth extraction a part from the bur guard fell into the pt's mouth. This part was retrieved without pt injury or surgical delay.

Manufacturer narrative:
Investigation results: the bur guard was rec'd without a bearing. The bearing was rec'd in a separate wrap. The info for use informs the customer that the bur guard should be sent in for preventative maintenance every 6 mos and provides instructions for a performance test of the bur guard prior to use. Pm for this bur guard was overdue.